Event description:
The customer reported a motor error alarm during the prime process. The customer also stated that the motor appears to be protruding from the back of the case. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. No motor error alarm was noted. The insulin pump passed the motor test.